Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced elevated blood glucose levels due to the infusion set being partially pulled out on the change day event on (B)(6) 2026. The hyperglycemia persisted for approximately three to four hours and was treated with an insulin injection.